Event description:
During preventive maintenance (pm), the service tech reported that the display fades out after the unit has been on for 10-15 minutes. Since the event occurred during pm, there was no pt involvement.